Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels read high (>400 mg/dl). The patient reports being unable to use their controller after a hard reset previously reported. At the time if this call the patient reports they are waiting for replacement controller. No further information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.